Manufacturer narrative:
Further troubleshooting was performed on the device, and the customer informed that the power switch overlay and user interface pcba were replaced, and the battery was removed. The power management (pm) pcba was replaced recently, but the problem persists. The customer noted that when the original pm pcba was installed for troubleshooting, the issue was resolved. It was verified that the pm pcba is causing the issue, and the customer requested a 4th generation pm pcba to be installed again to correct the reported issue.

Manufacturer narrative:
The field service engineer (fse) replaced pm pcba board to resolve the reported issue. The device passed the required performance verification tests per philips standards and was returned to service.

Event description:
Philips received a complaint by the customer on the v60 indicating that during unit set up the unit does not turn off via power switch. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer informed they replaced the touchscreen, but problem persists. The rse advised customer to try powering on/off with battery disconnected, if problem persists replace ui assembly to correct if battery is not the issue.